Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02724. It was reported that stent thrombosis occurred and the patient experienced cardiac chest pain and chest congestion. The 90% stenosed 24mm x 3.0mm, eccentric, de novo target lesion contained a significant bend of <=45 and was located in the mildly tortuous and mildly calcified left anterior descending artery. Following the introduction of a non-bsc guide catheter and predilation with an unspecified balloon catheter, a 3.00x24mm promus element drug eluting stent, a 2.75x24mm promus element stent and 2 unspecified non-bsc stents were implanted to treat the lesion with no adverse patient effect. Three days post procedure, the patient experienced acute chest pain and chest congestion, thus, was advised for angiography which revealed thrombus formation. Subsequently, the physician aspirated the white thrombus using an aspiration catheter. The patient's symptoms alleviated and the patient was sent back to the ward for observation. No patient complications were reported and patient's status was stable.